Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital with complaint of diaphragmatic stimulation. Additionally, the lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that the patient suffered from twiddler's syndrome and x-ray imaging revealed that the lead had dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.